Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging pca damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging pca damage. During the evaluation of the device at third-party service center, an error code concerning the motor, a vent inop error code and an error code concerning sensor drift were found on the device. The device's machine flow sensor was replaced to address the vent inop issue. Additionally, the motor blower and the system board were replaced to address the other error codes found, but not related to the vent inop malfunction/issue.